Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital emergency room with heart rates in the 30-40 beats per minute (bpm) range. The following day, the patient's heart rate was appropriate and in the 50 bpm range, however, the pacemaker was unable to be interrogated with a programmer and a magnet response was unable to be obtained. Additionally, telemetry monitoring showed no evidence of pacing. Boston scientific technical services (ts) discussed troubleshooting options. Troubleshooting was attempted, however, an interrogation was still unable to be performed. It was noted that the patient was last seen in clinic approximately 5-6 months ago and was informed they would need a device replacement within the year. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device battery monitoring voltage was 2.205 volts and the device had no telemetry function. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. Battery voltage was noted to be lower than expected. Detailed analysis of the device hybrid was undertaken. The hybrid was unfolded and microscopic analysis did not identify any conditions that would have caused or contributed to the identified lower than expected battery voltage. Analysis confirmed the inability to interrogate this device; however, the root cause could not be identified.